Manufacturer narrative:
Concomitant medical products: 6935m lead, implanted: (B)(6) 2013; 4194 lead, implanted: (B)(6) 2005. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that a ten month old episode of atrial fibrillation (af) detected by the cardiac resynchronization therapy defibrillator (crt-d) appeared to be electromagnetic interference noise. The device currently appeared to be operating as programmed and remains in use. No patient complications have been reported as a result of this event.